Event description:
The clips fall at time of ligation. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50pc. Lot in (B)(6) 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The clips fall at time of ligation. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50pc. Lot in april of 2015. The returned instrument was evaluated and found that the end of the tube assembly where the jaws are attached is bent and damaged and the pivot pin is popped and the jaws are loose and misaligned to each other. Further evaluation showed that we were able to pick up and retain a clip but unable to close a clip due to the jaws being misaligned and loose to each other so we are unable to validate the alleged since we are unable to replicate the alleged issue of a clip falling into the patient. This instruments mechanisms are all dry and sluggish feeling signifying that this instrument is in need of proper lubrication. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the mechanisms to be dry and the tube assembly to be bent/damaged and jaw. Pivot pin to be popped on one side of the tube and the jaws to be misaligned, but mishandling and lack of proper lubrication as stated in the IFU at the customer's facility is suspected. No corrective action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fall at time of ligation. The patient's condition is unknown at this time.